Manufacturer narrative:
(B)(4).

Event description:
The lead in the pt's eye does not work all the time. She was unable to adjust stimulation. The "call your doctor" icon displayed. A power on reset (por) occurred. Additional info has been requested.